Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk, cracked display window, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the drive support cap was protruding from the case. It was stated that the insulin pump was not dropped or bumped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.